Event description:
Anesthesia breathing circuit came apart at y-connection twice during the case. On both occasions problem discovered by anesthesiologist.======================manufacturer response for pediatric ultra flex anesthesia breathing circuit, pediatric ultra flex anesthesia breathing circuit (per site reporter).======================manufacturer provided rga# for product return evaluation.